Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was no evidence of a gel leak from any of the therapy electrodes.

Event description:
A us distributor reported that the patient had developed a skin irritation under the rear therapy pads. The area was described as red broken skin but with no oozing or bleeding. The patient's daughter indicated that the belt was leaking gel from the rear te pads as well. The patient was issued a replacement belt. During a follow up the patient reported that he saw his dermatologist who gave him a steroid shot and a prescription for a medicated cream. A final follow up indicated that the irritation was improving slightly.